Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device powered off while on battery power. On an unspecified date and time, the device was programmed for bolus delivery of an unspecified pain medication. No specific programming parameters were provided. After an unspecified length of time, the pt reported the device powered off while on battery power during a pt initiated bolus delivery of pain medication. It was reported by the pt that the full bolus dose was not delivered. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. No additional info was provided.